Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
A patient reported they experienced the events of ¿rupture¿; plus other non-device related issues of ¿numerous health issues since having my implants and now I worry that they have been the cause¿, ¿numerous miscarriages¿, ¿one ectopic pregnancy¿, ¿major stomach and dietary issues¿, ¿ibs¿, ¿celiac disease¿ and ¿suffer from migraines¿. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Patient has reported "that its hard around one side, and she has stage 4 capsular contracture". The device remains implanted. This relates to the left side.